Event description:
It was reported the device battery voltage upon interrogation was 2.65v and review of device data indicated the voltage was between 2.93 to 2.96v. Three months later, the device interrogation was 2.61v and review of device data showed a fluctuating voltage and it currently measured 2.92v. The following year, it was reported the device was removed and replaced due to early battery depletion. No patient complications were reported as a result of this event.

Event description:
It was reported the device battery voltage upon interrogation was 2.65v and review of device data indicated the voltage was between 2.93 to 2.96v. The device remains in use. No patient complications were reported as a result of this event. Three months later, the device interrogation was 2.61v and review of device data showed a fluctuating voltage and that it currently measured 2.92v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device and was analyzed. Low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.65v and the daily measurement was 2.95v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.65v and the daily measurement was 2.95v.

Event description:
It was reported the device battery voltage upon interrogation was 2.65v and review of device data indicated the voltage was between 2.93 to 2.96v. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage. On (B) (6) 2010, the battery voltage with telemetry was 2.65v and the daily measurement was 2.95v.